Manufacturer narrative:
The balloon portion of the device was not returned by the complainant. Visual inspection of the airway line, which remained attached to the complaint sample showed evidence of damage (reference pictures). Review of the pictures provided by the complainant showed that there was adhesive present to secure the airway line into the balloon and that a portion of the airway line remained seated. The instruction for use, im-gar-10018908-001 (formerly pkg-dfu-cfx-2) states under warnings to guard against product damage by avoiding contact with sharp edges. The investigation did not identify any manufacturing defects, but determined that the airway line was nicked and pulled causing the balloon portion to separate completely from the device. No corrective actions are planned at this time. Smiths medical regularly analyzes complaint data and trends and will take further actions accordingly.

Event description:
Investigation completed and summarized in h 10.

Manufacturer narrative:
Other text: the sample was received and visual inspection revealed damage. The investigation did not identify any manufacturing defects, but it determined that the airway line was nicked and pulled causing the balloon portion to separate completely from the device. A manufacturing device history review (DHR) was not performed because the lot number was not provided. The root cause was determined to be user interface related. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# (B)(4)., corrected data: d10, h6 and h10.

Manufacturer narrative:
Patient weight was provided as (B)(6) with unknown unit of measurement patient weight was provided as (B)(6) with unknown unit of measurement.

Event description:
It was reported that the pilot cuff detached from the bivona tracheostomy tube. An emergent trach tube change out was successfully performed as a result. No patient injury or further complications were reported in relation to this event.